Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involved a cadd cleo infusion set where it was reported that patient experienced suspected interruption of insulin delivery during infusion, as indicated by elevated blood glucose levels and perceived lack of insulin flow, leading to performance of a cannula fill after disconnection to verify insulin movement and subsequent administration of a manual insulin injection. It could lead to interruption of therapy and harm to the patient. There was a patient involvement, and no harm reported.